Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level as the issue did not cause it to exceed the specified range. Technical support instructed the customer through troubleshooting steps, including using different power sources and cables, but these efforts were unsuccessful. Consequently, technical support decided to replace the pump.